Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up after the scheduled power outage at the hospital. The review of system log files shows that the system was down as the logging unexpectedly stops for the short period of time, which was due to the sudden power outage. Upon troubleshooting, fse found that the issue was due to the defective power card. To resolve the issue, fse replaced the pdu dc module and returned it to philips for further analysis. The cause of the pdu dc module failure could not be conclusively determined by the supplier¿s part analysis. However, after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system would not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.